Event description:
It was reported that the product's "right front wheel fell off causing the user to fall".

Manufacturer narrative:
It was reported that the product's "right front wheel fell off causing the user to fall". The rollator had been moved through the home and the knob may have become loose after contacting surrounding objects. The user did "hit her shoulder" but "does not have injuries". The knob was reattached to the rollator and was able to be tightened appropriately. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.